Manufacturer narrative:
The event of o-ring fragmentation was confirmed. The device was repaired and returned.

Event description:
It was reported that the rubber gasket of the system 7 dual trigger rotary disassembled. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported as a result of this event.

Event description:
It was reported that the rubber gasket of the system 7 dual trigger rotary disassembled. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported as a result of this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.